Event description:
It was reported that during an endoscopic sinus surgery at the healthcare facility, the skin on the cheek beneath the patient's eye near the mask for autoregistration was cut when the surgeon was pushing the eyelid several times to confirm the direction of the eyeball. It was reported that the cut was stitched by the surgeon. It was reported that the surgical procedure was completed successfully without a delay.

Manufacturer narrative:
At the time of investigation, a further review of the reported event was completed. A consultation with a medical expert revealed that this event was a superficial cut, that would not likely cause or contribute to a serious injury; therefore, the filing was completed in error.

Event description:
It was reported that during an endoscopic sinus surgery at the healthcare facility, the skin on the cheek beneath the patient's eye near the mask for auto registration was cut when the surgeon was pushing the eyelid several times to confirm the direction of the eyeball. It was reported that the cut was stitched by the surgeon. It was reported that the surgical procedure was completed successfully without a delay.

Manufacturer narrative:
The device was not available for evaluation, it was not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.